Event description:
It was reported that while using bd difco¿ gc medium base, there is no reaction in one bottle. No patient impact reported. The following information was provided by the initial reporter: "228950 batch# 3107673 failing tests. Customer has tested alongside an older batch they had on hand. Older batch is passing, this batch is failing."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00780 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd difco¿ gc medium base, there is no reaction in one bottle. No patient impact reported. The following information was provided by the initial reporter: "228950 batch# 3107673 failing tests. Customer has tested alongside an older batch they had on hand. Older batch is passing, this batch is failing."